Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon folds were in a deflated state. As a shaft break had occurred it was necessary to cut the device below the break point within the shaft polymer extrusion portion to allow for inflation. Inflation was then completed using a syringe and an inflation device and a pinhole was noted a 2mm distal to the distal marker band. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified multiple hypotube kinks. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in severely calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutitng balloon was selected for use. During procedure, the balloon was inflated three times at 12atm each within 10 seconds. However, at third inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in severely calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated three times at 12am each within 10 seconds. However, at third inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.